Manufacturer narrative:
Manufacturing process improvements implemented (B)(6) 2015. Parameters used for the assembly of the product have been evaluated and additional validations have been conducted. No reported incidents of this nature have been received for product manufactured after process improvements were implemented.

Event description:
On 06/10/2016 a sample was received from a distributor that they had received notification that their customer had experienced an issue with the product. The report states that the cap fell apart while attempting to hook up to injector and a new IV needed to be started. No patient injury or harm.